Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the generic power distributor (gpd). The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The gpd was analyzed, and the reported failure was replicated. When reviewing the system logs, there were multiple 857 errors. The gpd board was installed on an in-house test system and powered on with error 857. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting a message stating that there was an obstruction in the surgeon side console (ssc) viewer. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and noted 857 and 31046 faults in the logs. The tse had the customer power down the system, hard power cycle the ssc, and clean the sensors. Upon powering up, the system faulted again with 857 and 31046 errors. The customer had some compressed air and cleaned the sensors again, powered off the system, hard power cycled the ssc, and reseated the blue fiber cable. Upon start up, the same sequence occurred. The surgeon was not able to take control of the universal surgical manipulators and would not be using the system for the case. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.